Manufacturer narrative:
Alternate phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving saline via an implanted pump. The indication for pump use was cancer chemotherapy. The hcp reported that starting in (B)(6) 2021, there had been volume discrepancies of getting back less than expected at refills. The pump was used for hai (hepatic artery infusion) therapy and currently had heparinized saline and then would have the chemotherapy agent filled two weeks later. In (B)(6) (exact date not known) the nurse the reporter talked to said they were expecting 6 ml and got back nothing. On (B)(6) 2021 they expected 6.8 and go back 2. Today at the refill they were expecting 6.1 and got back 5.5. The fluid they withdrew was ¿bubbly¿. The patient had not used heat therapy, had no fevers, and the refill was not difficult. Per the reporter, they may consider doing a nuclear study to track the flow of the drug/saline in the pump.